Event description:
It was reported that balloon rupture occurred. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During second inflation at 12 atmospheres for 30 seconds, the balloon ruptured vertically. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.